Event description:
It was reported that during an unknown procedure after firing the staple line was not complete. Unknown how the procedure was completed. There was no patient consequence. One device to be returned for analysis. There is no further information available.

Manufacturer narrative:
(B)(4). Batch # m5275c. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no incomplete staple line was noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.